Event description:
It was reported that the right ventricular (rv) lead had noise on the rvtip to rvring configuration. During the revision it was seen that the rv lead was not implanted correctly because it was not bonded enough at the sleeve and the rvcoil was not screwed in correctly in the header of the device, but the noise was reproducible. It was noted that during the revision when the physician cut the threads of the sleeve that the insulation of the rv lead was damaged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).